Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was being placed on an impella cp for mechanical circulatory support. The complainant reported that an impella cp pump implant attempt had to be aborted due to the patient's difficult anatomy, as it was kinked and tortuous. The pump could be advanced into the aortic arch, but could not pass it. No patient harm was reported.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.